Manufacturer narrative:
The device was not returned to edwards for evaluation as it discarded by hospital staff. The clinical observation was unable to be confirmed. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 28 mm mitral annuloplasty ring, implanted five (5) days, was explanted due to mitral regurgitation. This ring was originally implanted for mitral valvuloplasty to correct mitral regurgitation. Several days post-implant, regurgitation was still detected. The ring was explanted semi-emergently and replaced with a 25 mm edwards magna mitral ease valve. There were no adverse patient effects reported as a result of the valve replacement. The ring will not be returned for evaluation as it was discarded at the hospital. Patient status was reported as ¿recovered¿ at ICU.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.